Manufacturer narrative:
The impella lp2.5 was discarded subsequent to use, preventing any evaluation of the suspect impella lp2.5. The automatic impella controller data logs were also not returned for analysis. In conclusion, a root cause was unable to be determined because product and data were not returned.

Event description:
The complainant reported that on (B)(6) 2018 an impella lp2.5 was placed in a (B)(6) male patient. On (B)(6) 2018 the patient's urine became bloody, and the patient's ldh increased to over 5000. In response to the patient's hemolysis, 4 units of replacement blood products were administered to the patient, and the device was repositioned. The patient hemolysis improved, the blood urine resolved. The patient support was successfully continued. The patient was reported to have been successfully supported for 237.84 hours (9.91 days). The patient was in stable condition upon the removal of the impella cp.